Event description:
Customers family member states pt was in car accident and also states pt was wearing the pump at the time of the accident. Customers family member did not find tubing clmap. Family member also states pt was driving and they were not sure what caused the accident.